Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had migrated about one week after implant. This was resolved after a revision procedure where the device was successfully repositioned. It was noted that this was caused by a broken suture within the pocket. It was also noted that the patient had lost weight since implant. No additional adverse patient effects were reported. This s-ICD remains in service.